Event description:
A port vaxcel pasv was placed for therapeutic purposes. After the subclavian placement, the catheter got pinched away from the port then floated into the right atrium of the heart. The catheter was later retrieved.